Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-nov-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") and fallopian tube perforation ("essures noted to be perforated from fallopian tube into corneae bilaterally") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and fallopian tube perforation (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered fallopian tube perforation and pelvic pain to be related to essure administration. The reporter commented: surgical pathology report: specimen(s) received 1: bilateral fallopian tubes and bilateral essure coils final pathologic diagnosis 1. Bilateral fallopian tubes and bilateral essure coils: --5.9 and 8.5 cm segments of fallopian tubes, which both demonstrate complete cross sections microscopically. --benign paratubal cysts. --essure devices identified in both tube lumens. --no atypia or neoplasia is identified gross description 1) the specimen is received in formalin labeled with "bilateral fallopian tubes and bilateral essure coils". It consists of 2 fimbriated fallopian tubes, 5.9 and 8.5 cm long, 0.5 cm diameter. The serosa is pinkpurple and smooth. Sectioning reveals a pinpoint lumen. Each fallopian tube has a gray metallic coiled essure device within the lumen. Description of findings: normal internal pelvic anatomy.essures noted to be perforated from fallopian tube into corneae bilaterally. Patient condition: pacu - hemodynamically stable specimen:bilateral fallopian tubes & bilateral essure coils. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-jun-2023: new reporter added, patient initials updated, patient's age added, new event 'perforation' added, event essure removal changed to pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.